Event description:
The complainant in the EU had an aic (automated impella controller) failure. The purge disc did not recognize and detect. The team replaced the aic and support proceeded without harm or injury from delay. IFU was followed and backup controller used.

Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs recorded multiple purge disc not detected alarm prior to the case. Every time the purge alarm would be resolved only when purge cassette was removed. Visual inspection of the purge assembly area found no issue. A known-good pc and purge disk was inserted without detection issue. The failure mode was unable to be reproduced. Using purge commend to check the status of purge system confirmed the pc and disk was recognized. The failure mode was unable to be determined due to unable to reproduce. Before returning this console back to the customer, field service was instructed to: replace the purge retainer and purge flag as precaution. This report is being filed as part of a retrospective review of historical records.